Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu states: do not inflate the flextome cutting balloon device above 12 atm (1216 kpa). (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, after intravascular ultrasound (ivus) was performed, the flextome¿ balloon was advanced and dilatation was performed. However, it was noted that the balloon ruptured at 14atm during the second dilatation. The procedure was completed with another of the same device. No patient complications were reported.